Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# 0204963402, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory; product ID 355531, lot# 0205481999, product type: screening device; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension; product ID 3877-45, lot# 0205015612, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3877-45, lot# 0205203302, product type: lead; product ID 37744, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. (B)(4).

Event description:
The sciatic pain patient reported that he "ended up with more than before surgery" following the implant of his implantable neurostimulator (ins). The patient also reported "that a lead moved by 1 inch." The patient had their device removed "as he was in more pain than before." Following the removal of the system, the patient reported "he was still having nerve pain in his lower legs and feet." The patient reportedly experienced "additional pain than before the surgery" after their device was removed, with "nerve pain in the lower legs and feet." It was noted the patient had sought a second opinion regarding the initial implant of his device at l4-l5 and was "told that his spine was narrow" and that he "probably should not have had this device implanted to begin with. The issue was not resolved at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.